Manufacturer narrative:
As of date, there is no information with respect to return of the complaint sample by the customer for evaluation. A follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an issue encountered during use of the mps delivery set. The report states that during a procedure, a pinhole sized leak was seen from the delivery set.

Manufacturer narrative:
Device evaluation could not be conducted as the complaint sample was not returned. A DHR review was conducted and no anomalies were found. During the manufacturing process, all cassettes are 100% visually and functionally tested to verify there are no leaks. The manufacturing process was reviewed and confirmed to be functioning within validated parameters. All components in the device are assembled and 100% visually inspected by online operators per internal manufacturing procedure. In addition, the mps console performs a leak check during diagnostic start-up activities after the mps delivery set has been installed. If a leaking condition exists,the diagnostic check on the console would identify that leaking condition during priming and start-up activities prior to clinical use. The root cause of the reported complaint condition is unknown. Quest will continue to monitor complaint trends for the reported complaint condition.